Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 163 mg/dl. The customer stated that they had critical pump error image and saw a red x on display on the screen. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error alarm during testing due to motor intern download timeout. Unable to determine the root cause, problem isolated to electrical board .